Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attempting to fire second reload on tissue during a laparoscopic procedure, the device would not fire. They used another handle to complete the case. There was no patient injury.